Event description:
The customer obtained multiple, higher than expected vitros trop I es results from two serial samples of a single patient processed on the vitros 5600 integrated system. The following results were obtained: 1st serial sample = 0.157, 0.162 vs. An expected result < 0.012 ng/ml; 2nd serial sample = 0.188, 0.190 vs. An expected result < 0.012 ng/ml; the affected results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected samples when discordancy with tropistat results was noted, the physician was notified of the repeat test results. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, higher than expected vitros trop I es results were obtained from two serial samples of a single patient processed on the vitros 5600 integrated system. Additionally, the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument or reagent related issue contributed to the event.